Event description:
It was reported that the atrial lead exhibited a sensing anomaly and high thresholds due to dislodgement. During lead revision loss of capture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics